Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level of 2.3 mmol/l. The customer was treated with maple syrup. The customer was cranky when she woke up as a symptom of low blood glucose values. Troubleshooting was not performed for low blood glucose values. The insulin pump will not be returned for the analysis.